Event description:
Pt on pleur - evac dry suction chest tube draining system. Water level was measured at 20 cm mark and not fluctuating with respirations. Upon discovery, other pleur-evacs were found with the same situation. For pt safety, mfrs were notified, systems were replaced with alternative solution until problem is resolved.